Event description:
The customer reported that when the lemo connector was bumped, the c-arm would lock-up and sometimes the image would cut out. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was reseated. The system was then found to be operating as intended.